Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient alleges faulty infusion sets. Caller reported patient alleges insulin is not flowing through the infusion set and when he disconnected the adapter insulin leaked into the cartridge chamber. No adverse event reported; patient was able to self-treat. Requested return of the alleged device for evaluation.